Event description:
The user detected that there was no battery power available. The batteries have been replaced, and there was no patient injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.